Event description:
Leakage at the connection point between cannula and catheter during use after use of the device on the patient it is observed that there is leakage at the joint of the cone with the cannula. Observed during infusion. Catheter allows blood to be drawn.

Manufacturer narrative:
Our quality engineer inspected the photos, and 3 samples submitted for evaluation. The reported issue of leakage at insertion site was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. The samples were subjected to a catheter leak test and all samples passed with no abnormalities observed. The root cause could not be determined as the defect was not replicated. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 20gx1.25in straight bc leakage at catheter junction. Leakage at the connection point between cannula and catheter. During use. After use of the device on the patient it is observed that there is leakage at the joint of the cone with the cannula. Observed during infusion. Catheter allows blood to be drawn.